Manufacturer narrative:
Stryker further evaluated the removed parts. It was determined that the brown conductive wire on the w1 therapy connector caused the reported issue.

Event description:
The customer contacted stryker to report that their device would not deliver a shock. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The cause of the reported issue was isolated to the thereapy pcb, and replaced to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not deliver a shock. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.